Event description:
It was reported that cartridge alarm occurred on pump, and customer had previous similar alarms with same device. There was no adverse impact to the customer¿s blood glucose level. Customer chose to reload existing cartridge and, under guidance from technical support, disconnected infusion set, performed cartridge change through pump menu, successfully reloaded cartridge, and resumed insulin delivery, while planning to continue using pump until replacement arrived; technical support arranged replacement in-warranty pump with updated software, confirmed shipping details, provided instructions for storage mode and pump return within specified time, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.